Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had an MRI a while ago, and had to have their device turned off internally. They had not been able to get it to turn back on since then. The patient had been attempting to get it to reconnect, but had not been able to get it to connect. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. No surgical intervention occurred. The patient also reported the reason for the call was to report they were seeing device not responding when connecting to their ins since today. They had not charged the implant since the implant date. It was reviewed with the patient that the communicator could not connect if the ins battery was depleted. The patient reported they were not able to find the recharger application or patient application on the screen. They reported they had another programmer from an old implant, and may have gotten the programmers mixed up. The patient was walked through locating the applications, and they stated no recharger application was found. The issue was not resolved through troubleshooting. The patient would check their other programmer and recharge the ins, and would call back if they had trouble recharging. There were no patient symptoms or further complications reported at this time.

Event description:
Additional information was received from the patient. They reported they have not been able to connect with communicator. Agent walked them through checking ins battery with recharger and saw it was fully depleted. They reported they will charge ins then connect with communicator. They inquired about recharger general use and agent reviewed.

Manufacturer narrative:
Continuation of d10: product ID a52200 serial# unknown product type software product ID a90300 serial# unknown product type software. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.